Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found the knife is protruding from the jaws. The investigation found the knife was trapped and protruding from the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.

Event description:
(B)(4) 2015 device received for investigation and it was noted that the knife blade was protruding from the jaws.

Event description:
The customer reported that during a radical prostatovesiculectomy, the jaws of the device could not be reopened while applied to tissue. It is not known how the device was removed from the tissue. There was no injury to the pt.